Event description:
During shift check, the autopulse platform (B)(6), displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on. The customer restarted the autopulse platform as a troubleshooting step to clear the ua but was unsuccessful. No patient involvement.

Manufacturer narrative:
The customer's complaint that "the autopulse platform (B)(6), displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on" was confirmed during the functional testing and the archive data review. The root cause of the ua07 was a failed load cell. The cracked front enclosure and load cell failure were likely attributed to mishandling, such as a drop. Unrelated to the reported complaint, a small crack across the screw well area of the front enclosure handle was noted upon visual inspection. The observed crack appears to be the characteristic of normal wear and tear or user mishandling, such as a drop. The autopulse platform was manufactured in (B)(6) 2019. The front enclosure needs to be replaced to address the observed physical damage. The archive data indicated several ua07 on and around the reported event date, confirming the customer's complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, confirming the customer's complaint. The load cell characterization test indicated over-reporting load cell #2, and it needs to be replaced to address the customer's complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(6).